Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 24095556 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim treatment room incident description: xxxxx was being pushed through lower y-site of free flowing ns in a 50cc syringe, (drug vol 25) when the medication began leaking between the texium site and luer lock for y-site. Approx 1 drop lost. Texium removed, site cleaned and medication push continued. Second adriamycin syringe (50cc syringe drug vol 25ml) was started for remainder of medication push. Site was secure and flush with y-site. Again, medication began to leak from texium site and y-site luer lock. Push stopped, texium removed, site cleaned, and the remainder of medication was administered without issue. The texium were discarded into appropriate bin d/t contamination

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.